Event description:
It was reported the patient's log files were submitted for urgent interrogation. The patient was standing and talking with a neighbor, reported to be in a normal state of health, when they passed out for around 30 seconds. While the patient was unconscious, there was an alarm on their left ventricular assist device (lvad). It was noted the patient had a history of hypertension with mean arterial pressures (maps) in the 100-200 range but had not passed out or had low flow alarms related to the hypertension to their knowledge. The event was treated with blood pressure medications and then resolved. The patient also denied any bleeding events or hypovolemia. It was also noted that the patient appeared to have had a driveline repair previously (MFR # 2916596-2022-01139, 2916596-2021-05004, 2916596-2020-01803), which showed a disconnect of the tail of the repair with no damage to the functionality of the driveline. Following review of the log files by tech services, there appeared to be no evidence of any type of driveline electrical conductor issue in the log file review. Tech services recommended the damage to the existing driveline repair be reinforced with rescue tape as needed. It was reported by the site that rescue tape was applied to the driveline.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low flow hazard events which the account attributed to hypertension. The submitted log files contained events from 10jul2024 through 29aug2024. Transient low flow hazard alarms were captured on (B)(6) 2024 when the estimated flow was calculated below 2.5 liters per minute (lpm). The pump appeared to function as intended and operated at or above the low-speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii lvas, including hypertension. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. This section also states that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays '+++' or '---'. This prevents the display of inaccurate flow information." Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard, and the appropriate actions associated with each alarm condition. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. No further information was provided. The manufacturer is closing the file on this event.